Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus unless the pump was held horizontally. There was no reported impact to the customer¿s blood glucose level. Although requested, the customer declined troubleshooting and declined to provide additional information.